Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A patient of unknown age and gender received hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. The user reported a blockage in the purge system. Replacing the purge cassette did not solve the problem. As a result, the impella cp stopped due to high motor current. The impella heart pump was removed and a new impella heart pump was not inserted. The patient died of multi-organ failure. The user assessed the patient's death as unrelated to the impella pump stop.

Manufacturer narrative:
The investigation into the reported pump stop and high purge pressure has been completed since the original report was filed. The pump was returned for investigation; however, data logs were not provided. It successfully passed the electrical resistance and optical testing. During a test run in a water bucket, the pump stopped with a high motor current alarm. Subsequent investigation revealed biomaterial present in the purge gap and motor housing. Additionally, a high purge pressure alarm occurred during the purge test. No kinks were found in the returned pump. Further investigation revealed a cut catheter near the motor housing, which allowed purging through it and confirmed that the biomaterial led to a high purge pressure event, allowing blood ingress into the motor housing. As per the clinical details, the doctor reported pump stop after the high purge pressure event. The cause of the pump stop issue was biomaterial, based on the returned product review.

Manufacturer narrative:
Added b2-death and date of unknown. The patient outcome of death was previously included in the b5 narrative of initial MFR report 1220648-2024-05745. H1 updated to death.